Event description:
It was reported that during implant of the new lead, the screw did not work so a different lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) distal conductor distorted. The helix was distorted/bent, blood in/on the helix mechanism (sleeve head) and a tip seal observation. Full lead returned and analyzed. The lead was returned with the helix extended. The helix will not retract due to the distorted coil in the connector.